Event description:
Holmium laser fiber user stated that when the fiber package was opened and the fiber was removed, they noticed that the fiber was too short. The user then opened another fiber package and that fiber was the correct length. The fiber that was too short was not used on a pt.